Manufacturer narrative:
Reported event: an event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#: unknown triathlon femoral component; cat#: unknown; lot#: unknown. Device name#: unknown triathlon tibial baseplate; cat#: unknown; lot#: unknown. Device name#: unknown patellar component; cat#: unknown; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision of a left total knee today secondary to infection. The knee was exposed, a size 3 x 9 mm insert was removed to allow access to the back of the knee. The joint was washed out and it was decided to go back with a 3 x 10mm insert to increase stability slightly. No further information is available from the doctor or hospital.